Manufacturer narrative:
Product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2018, product type: lead; product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2018, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (B)(6) 2018. It was reported that the healthcare provider determined the leads were placed appropriately, just not covering the patient¿s painful area. Lack of coverage was resolved. The affected device was discarded and the patient¿s weight was unknown. No further complications were reported/anticipated.

Manufacturer narrative:
Concomitant medical products: product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2018, product type lead; product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2018, product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider and manufacturer representative concerning patient with implantable neurostimulator (ins) for post lumbar laminectomy syndrome and spinal pain. It was reported that the patient needed lead revision for better stimulation coverage. Revision was scheduled for (B)(6) 2018. No environmental or external factors were reported that may have led to the issue. No further complications were reported/anticipated.

Manufacturer narrative:
Concomitant medical products: product ID: 3777-60, serial#: (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2018, product type: lead. Product ID: 3777-60, serial# (B)(4), implanted: (B)(6)2011, explanted: (B)(6) 2018, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information reported that the patient was rescheduled for (B)(6) 2018. No additional information was provided.